Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed. The reported material rupture, balloon separation, balloon marker detachment was confirmed. The reported difficult to remove from the introducer sheath could not be performed due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified mid right common lilac artery. During inflation a 7.0 x 80 mm armada 35 balloon dilatation catheter ruptured as it was being pressurized between 10-12 atmospheres. As the balloon was being pulled out, resistance was felt as it was coming out of the sheath port. The balloon was unable to be pulled out on its own, so both the balloon and introducer sheath were pulled out together. However, as both were being pulled, the guide wire was also being pulled and therefore access to the vessel was no longer available. Once the device was taken out of the anatomy, it was noted that the balloon had separated and that the distal marker and a piece of balloon material were missing. Under fluoroscopy, it was observed that the missing balloon piece was stuck halfway in the vessel (puncture site) and in the fat tissue. Since access to the vessel was lost, a cut-down surgical procedure was performed. The missing pieces of the balloon were retrieved and the patient is fine. There was no clinically significant delay in procedure. No additional information was provided.